Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported by the customer that the insulin pump had a frozen display. The customer stated that there was no response from the buttons and the time on the clock did not change. The customer also stated that the display was not blank and no alarms occurred. The customer then stated that after removing the battery for 5 minutes and then 2 hours, the anomaly still persisted. Nothing further was reported.